Event description:
Discordant, falsely low sodium, potassium, and chloride results were obtained on two patient samples on a dimension exl with lm instrument. The initial results for one patient (sid patient 1) were not reported to the physician(s) because the sodium and chloride results were unbelievable and the potassium result was low. The sample was rerun on the same instrument, and the rerun results were reported to the physician(s). The discordant results for the second patient (sid (B)(6)) were not reported to the physician(s). Sample (B)(6) was rerun in duplicate on the same instrument and the results from the two replicates did not match. The operator ran quality controls and discovered that they were not within range. The customer replaced a sensor and reran both samples again, and the sodium result for sid patient 1 resulted significantly higher and the sodium, potassium, and chloride results from sid (B)(6) all resulted significantly higher. The rerun results obtained after replacement of the sensor were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium, and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc advised the customer to replace consumables related to the integrated multisensor technology (imt) system. After the customer replaced several items, including the imt sensor, quality controls were run, all of which were within range. The patient samples were then rerun and resulted as expected. The cause of the discordant, falsely low sodium, potassium, and chloride samples was a malfunction of the imt sensor. The instrument is performing according to specifications. No further evaluation of the device is required.